Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Visual inspection identified that the eyelet suture anchor, peek swivelock®, 3.5 mm x 15.8 mm, vented had broken. Functional testing noted that the driver works smoothly as required. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-2325pslc peek swivelock anchor broke during insertion and pulled the suture. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were retrieved, and the case was completed using another ar-2325pslc peek swivelock. Additional information received on 9/12/2023: the case was delayed ten minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.